Event description:
It was reported via repair work order that the fowler CPR u clip was not attached properly and the fowler would not go flat manually/electronically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.